Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 corrected: g1 (manufacturing site name) h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the lever of the vice-grip l180 had moved from its original position; the lever was come off. Additionally, some scratches were observed on the upper handle, as well as a slightly bent condition indicating signs of heavy use. A misaligned position was observed when the jaws were closed; this condition might be related to the bent condition of the upper handle. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was performed and several attempts to open and close the device were made. It was not possible to complete the process due to the locking mechanism not locking as expected. This malfunction most likely indicates an issue with the internal components of the locking mechanism. Additionally the loose movement of the lever help to the malfunction of the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the evidence provided. The overall complaint was confirmed as the observed condition of the vice-grip l180 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 391.880 lot number: 5222p86 (wo# (B)(4) manufacturing site: tuttlingen release to warehouse date: 05-apr-2023. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: a1, a2, a3, a4: device used in a veterinary case - no patient information will be reported.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery with the vise grip. The vise grips sold to the hospital in question had a poor grip from the beginning and would come off immediately without pulling the release lever. The surgery was completed successfully with no delay. Although the vise grip was sold in (B)(6) 2025, it was rarely used in veterinary, and the sales rep received a complaint that it did not grip properly after using it a few times at the hospital in question. When the sales rep checked the actual product, in addition to the lever coming off immediately, the biting part at the tip of the grip was clearly misaligned when gripping it.